Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) , and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an excision of left leg tumor surgery on (B)(6) 2020 and the suture was used. It was reported that the problem of pulling off suture needle happened when sewing the skin during the surgery. Another like suture was used to complete the surgery.